Manufacturer narrative:
A partial lead was returned for analysis int two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the whole implantable cardioverter defibrillator system, including the atrial and right ventricular leads were explanted due the allegation of malfunction. No further information was available.